Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the patient recently had some sinus issues so they used a red light therapy mask and they liked it so they bought a red therapy mat and wanted to know if they were safely able to use it with their spinal cord stimulator. Patient mentioned they had a lot of aches and pains so they decided to get a mat to help as well. Pt used the therapy mat and then a couple days latter of the blue the patient did not feel their stimulator stimulating so they got their controller out and they checked and every single one of the groups on it had gone down to 0.0 intensity. Patient said they did not mess with the settings but thought it was a fluke. Patient did not know if the red light therapy mat had anything to do with the programming. Agent revised emi guidelines and to proceed with caution if they decide to use red light therapy mat. Pt noted they had thoracic nerve damage.